Event description:
Patient underwent laparoscopic incisional hernia repair with dual mesh several months ago. Patient returned to surgery due to abdominal pain months later for laparoscopy and lysis of adhesions. The patient was found to have extensive adhesions along the left side of mesh which were densely adherent to the protack used to secure the mesh in place. There were no adhesions to the mesh itself.